Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, the location of the damage was on the case of the reservoir tube side, and the case of teh battery tube side. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, and mmt-399a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past-resolved event. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. No harm requiring medical intervention was reported. No product return is required for mmt-332a and mmt-399a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 13:15:48.000 in pump downloaded history during bolus. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damages at the reservoir tube and battery tube side were not confirmed, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.